Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via company rep regarding a patient receiving dilaudid (5mg at 2.4849mg/day) and bupivacaine (2mg at 0.994mg/day) via intrathecal infusion pump for spinal pain and other chronic/intractable pain. It was reported that the patient¿s catheter would not aspirate during a dye study. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. As part of interventions taken, they interrogated the pump and patient pain relief given by the pump. The issue was not resolved at the time of the report. Surgical intervention was planned but not yet scheduled. The patient¿s status was alive with no injuries. No further complications were reported.